Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and cloudy effluent. It was reported that a touch contamination resulted in the peritonitis. The patient was not hospitalized for the event. On the same day, the patient was treated with cipro (50mg, orally) and vancomycin (2 grams, every 4-5 days for two weeks, intraperitoneally (ip)). Cipro therapy was discontinued after 4 days. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.